Event description:
On (B)(6) 2013 it was reported that the patient was scheduled for surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
It was initially reported that the patient had high impedance. The generator was not turned off when the high impedance was seen. X-rays were taken and there does not appear to be any lead discontinuities or sharp angles so the cause of the high impedance could not be determined. However, the presence of micro-fractures in the lead or lead breaks in the part of the lead that were not visible cannot be ruled out. Based on the images provided the lead pin cannot be confirmed as fully inserted this may be the source of the high impedance. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed incomplete lead pin insertion. Additional information indicates that the event date was the date of implant. Date of event; corrected data: additional information indicates that the event date was the date of implant. Additional information indicates that the suspect device is the generator. Additional information indicates that the operator of the device was the health professional. Additional information indicates that the event was due to user error.

Event description:
Additional information was received stating that the vns patient underwent lead replacement surgery on (B)(6) 2013. The explanting facility discarded the explanted device; therefore, no analysis can be performed. The patient was reported to be doing well following surgery. Additional x-rays dated (B)(6) 2013 were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin does not appear to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, high lead impedance is believed to be incomplete lead pin insertion.